Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the harmonic ace instrument was found to have the front of the teflon pad separated. The fragment fell into the patient and was retrieved from the abdominal cavity during the same procedure. A backup instrument of same kind was used to continue the procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 30 minutes and broke while it was being used for dissecting tissue. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. There was no patient injury. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system (B)(4). This is a single-use instrument. In addition, a review of the rfe procedure log showed the site performed this sigmoid colectomy surgical procedure on (B)(6) 2022 with system (B)(4). No investigation required as no image or video clip for the reported event was submitted for review. This event is being reported because the harmonic ace instrument reportedly had the teflon pad broken. The fragment fell inside the patient and was retrieved during the same da vinci assisted procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿customer found the front of teflon pad was separated. Fragments retrieved from the patient¿. Failure analysis found the primary failure of clamp arm teflon pad damage to be related to the customer reported complaint. Visual inspection of the instrument found the teflon pad to be physically damaged at the distal end on one edge of the clamp arm. The teflon was missing a piece from the edge and was also lifted, on the same edge, from the clamp arm. However, the teflon pad remained installed securely in its original location. No thermal damage was found. The root cause for the damaged teflon pad is typically attributed to mishandling/misuse. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on 17-may-2022 via system serial# (B)(6). This is a single-use instrument. Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10 corrected information can be found in the following fields: d4 (batch sequence was updated). Failure analysis information can be found in the following fields: h6 and h10.